Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the unit was fractured around the middle of the z-thread shaft. During the manufacturing process, all kii trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Fracturing may be the result of inserting the trocar with excessive force at an angle without applying rotation. The applied medical instructions for use (IFU) states, "under direct vision, advance the system through the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." This document represents our final report.

Event description:
Ovarian cystectomy- robotic - "during a robotic procedure the 11mm z-thread cannula was used an accessory port. There were no visible signs of damage to the cannula during insertion nor during the procedure. An issue arose when trying to get the endopouch/specimen out of the cannula. Upon removal of the cannula, it was visibly cracked. After the cannula was handled, it cracked in half." Patient status: discharged to home.